Event description:
There were two ( 2) events with the same catheter kit:1. Fiber optics would not zero out (would not calibrate). Machine, intra-aortic balloon pump (iabp) would not recognize the sensor was connected for fiber optics but did recognize the cal-key. Another machine iabp) was brought into room and the same incident occurred. A non fiber optics kit (from the same kit) had to be used.2. The metal sheath was placed from this kit and the sheath would not accept the balloon through it. Had to open smaller catheter kit (from the same box) to insert through the existing sheath.this is the same problem we have been having for several months and product has not been corrected.health professional's impression: (health care worker's impression) in my experience, it seems that the coiled sheath (metal sheath from kit) with the arrow balloon pump will not accept the balloon. It (balloon catheter) will not pass with the coiled sheath multiple times, multiple cases this has been the experience. Must use plastic sheath with the arrow kit.manufacturer response for kit, catheter, intra-aortic balloon, fiberoptix: in the past, he has said time and time again that it is user error.